Event description:
The customer reported 12-lead ECG intermittent v1 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG intermittent v1 signal loss. The customer isolated the issue to the ECG leads trunk cable. There was no report or indication of pt impact. Philips sent the customer a replacement ECG leads trunk cable which resolved the reported issue.